Manufacturer narrative:
E1. Initial reporter phone (B)(6). One suspected device was received for evaluation. Visual inspection was performed and found cracked dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The customer complaint was confirmed. The reported issue was determined to user related issue (disconnected or turned of during software update). Problem was resolved after new software installation. However, the probable root cause for the identified crack was unable to be determined.

Event description:
The customer returned the device stating "the cadd solis pump is stuck on the connect to pc screen. The pump is not communicating with the cadd solis download utility with an error message that the attached pump is incompatible with the selected firmware package". Review of investigation results found that there was cracked downstream occlusion (dso) seal. This may result in improper occlusion detection and allowing fluid ingress into the pump.